Event description:
Country of complaint: (B)(6). The inner pouch sticks to the outer pouch. It is hard to get it out and often the scrub nurses are getting contaminated and have to change gloves as a result.

Manufacturer narrative:
Mfg site eval: eval is on-going.